Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 4 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they observed moisture within the cycler¿s cassette compartment while removing the cycler set after cancelling their pd treatment due to the reported alarms. The patient stated that they did not observe a source of the leak on the cycler set. The patient confirmed there was no leak from the solution bags. The patient reported they performed a manual drain after the event and did not complete the pd treatment. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler has been rescheduled to be picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: g5.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no visual indications of particulates found within the cassette compartment. The simulated treatment post-accelerated stress test 2-hour 15-minute 8500 ml test passed. No fluid leaks in the test cassette during the simulated treatment. The cycler underwent and passed a teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting, and disposition form. The mushroom head check had previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.